Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 49 mg/dl and candy was consumed to address bg. The customer was a newer pump user and alleged that the pump basal rate or carbohydrate ratio settings may have contributed to low bg. No other pump issues were identified. Tandem technical support advised the customer to discuss the pump settings with a healthcare provider.